Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four months post deployment of a vena cava filter, during a scheduled retrieval, the filter was allegedly difficult to remove. It was further reported that the patient had previously presented with pain one day post deployment. Reportedly, six days post deployment, a vena cavagram demonstrated the filter had moved cephalad, approximately three centimeters, tilted approximately 30%, and three legs allegedly perforated the ivc and renal artery. The pain resolved without intervention. The filter remains in the patient. The patient was reported as asymptomatic.

Manufacturer narrative:
Manufacturing review: the lot number was not provided; therefore, a manufacturing review was not performed. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive for a tilted filter, perforation of the ivc, migration of the filter, and difficulties removing the filter. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration. Migration may be caused by placement of the filter in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter malposition. Filter tilt. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four months post deployment of a vena cava filter, during a scheduled retrieval, the filter was allegedly difficult to remove. It was further reported that the patient had previously presented with pain one day post deployment. Reportedly, six days post deployment, a vena cavagram demonstrated the filter had moved cephalad, approximately three centimeters, tilted approximately 30%, and three legs allegedly perforated the ivc and renal artery. The pain resolved without intervention. The filter remains in the patient. The patient was reported as asymptomatic at the time of the scheduled retrieval.